Manufacturer narrative:
Sample information was not provided. Prior to the event, tg qc results were within the laboratory's established ranges. A bec field service engineer (fse) was dispatched and checked the wash concentrate delivery system. One of corresponding valves (v12) was found to be leaking. The fse replaced the valve and the mixer wash stations on both the sample and reagent sides. The repairs were verified by running precision studies yielding sufficient results.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining seven (7) erroneously high magnesium (mg) patient results generated by the synchron lx20 pro clinical system. The results were repeated on an alternate instrument and generated lower results. The results provided by the customer are shown. No false results were reported out of the laboratory. There was no change to patient treatment attributed to or connected to this event.